Manufacturer narrative:
Lab evaluation: the evo-10-11-6-b device of lot number c1686755 involved in this complaint device involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. From additional information provided, "during deployment of the stent, it was possible to deploy the stent until just before the point of no return, the user then attempted to remove the red luer lock from the back of the handle (see image below) to finish deployment but it was not possible to remove it." Additional information was requested to aid with the investigation: - can you please ask if they had a deployment issue if this is the reason why they pulled the safety wire prior to passing the point of no return? Stent trigger was able to be pulled up until the point of no return, after that point red trigger became difficult to pull -when they say ¿it was possible to deploy the stent until just before the point of no return¿ does this mean that they couldn¿t deploy it any further than this or does it just mean that it was at this point that they tried to release it by pulling the safety wire? Stent difficult to deploy further could no longer pull on red trigger ¿did the red indicator continue to move after the delivery stopped? No¿ -do they mean that they could not deployment the stent any further and the red marker was also not moving when they were trying to deploy, if this is the case, was it possible to pull the trigger, was the direction button confirmed to be fully engaged in deployment position at this point or had it disengaged? We couldn¿t pull the trigger any further after the point of no return to release the stent. Not sure of the position/engagement of direction button. Further additional information was requested to aid with the investigation: please ask if they had a deployment issue and this is the reason why they pulled the safety wire prior to passing the point of no return?stent could not be deployed further as could no longer pull the red trigger. Stent position was correct and wire was pulled to continue deployment. Please ask was the lock wire partially removed? If so by how much?wire lock was not partially removed. Please clarify how difficult was it to advance the delivery system? Was the device damaged in anyway?difficultly in advancing the delivery system was due to the scope position and the tightness of the stricture. No damage on the device was noted. Further clarification to additional information was requested t to aid with the investigation: please ask if they had a deployment issue and this is the reason why they pulled the safety wire prior to passing the point of no return? Stent could not be deployed further as could no longer pull the red trigger. Stent position was correct and wire was pulled to continue deployment. Please ask was the lock wire partially removed? If so by how much? Wire lock was not partially removed please clarify how difficult was it to advance the delivery system? Was the device damaged in anyway? Difficultly in advancing the delivery system was due to the scope position and the tightness of the stricture. No damage on the device was noted. Documents review including IFU review: prior to distribution all evo-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-10-11-6-b device of lot number c1686755 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1686755 ; upon review of complaints this failure mode has not occurred previously with this lot #c1686755. The instructions for use ifu0056-5 which accompanies this device instructs the user to "when stent point -of -no return has been passed, disconnect luer lock fitting and remove safety wire completely from delivery handle." There is evidence to suggest that the customer did not follow the instructions for use. A notification was sent to the product manager to consider retraining at the facility. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to tortuous path. As per additional information provided ¿difficultly in advancing the delivery system was due to the scope position and the tightness of the stricture¿, compression on the delivery system as a result of this could have resulted in the issue of pulling the trigger any further to release the stent, it may also have been a contributing factor to the issue of not being able to remove the lockwire, it was noted that the lockwire was attempted to be removed due to the deployment issues, however, this attempt was made prior to the point of no return according to additional information provide, this also may have been a contributing factor to this issue as the lockwire should be removed after the point of no return. It was confirmed that the lockwire was not removed even partially, however, as the attempt was made to remove it prior to the point of no return, product manager has been notified to considered retraining if required as a precaution. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Summary: complaint is confirmed based on the customers testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation. Update-the safety lock at the end of the stent was unable to be released, the hospital has indicated that the stent failed to release from the catheter.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Update: the safety lock at the end of the stent was unable to be released, the hospital has indicated that the stent failed to release from the catheter. Patient outcome: did any piece of the device remain inside the patient¿s body? No. Please describe the object and how it was retrieved (if applicable): did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Please specify additional procedure(s) and provide details: did the complainant inform of any adverse effect(s) on the patient due to this occurrence? No. Did the complainant inform that the product caused or contributed to the adverse effect(s)? No. Please specify adverse effect(s) and provide details: patient/event information notes: general questions: at what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal while deploying of the stent. What endoscope type and channel size was used? Duodenal scope, instrument channel 4.2. What was the position of the elevator? Was it opened or closed? Unsure. Details of the wire guide used (diameter, type, make)? Boston scientific wire, 0.035. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. How long was the stent in the patient by the time this complaint occurred? Just before the point of no return. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Unsure. Is the patient known to be covid-19 positive? No. Stricture information: what was the length and diameter of the stricture? Unsure. Where was the stricture located in the body? Bile duct. Was there resistance felt passing wire guide through stricture? No. Was there resistance felt passing the evolution through stricture? Yes. Was the stricture dilated before stent placement? Yes.